Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. B.3: date of event: the date of the event/study is not known. D.4: the product catalog and lot numbers are not available not reported. The unique identifier (UDI) and expiration date of the device is not known. E.1: information such as initial reporter facility name, address, city, state, name, phone, and email address are not available reported. H.4: the device manufacture date is not known as the product lot number of the device is not available not reported. Clinician assessment: although no specific intervention is stated, it is clinically reasonable to assume an intervention would be provided in the case of vessel damage, or the events can potentially result in permanent neurological impairment. The event is being reported to the us FDA as a conservative measure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This complaint is from a database related research activity (drra). On behalf of medtech epidemiology, please see the attached drra potential complaint form, aligned to a cerenovus product, and a copy of the final study report. Device name: cerebase da guide sheath catheters. Vessel damage at least one ICD-10 diagnosis code for vessel damage not present on admission with the use of a cerebase device count: 5. Indirect technical success: the use of both cerebase and any reference device in the same index surgery among patients from hospitals where a reference device was used within 1 year (prior to or after) of the index procedure with a cerebase device count: 8.